Event description:
The product was used during an unspecified procedure. Reportedly, the instrument jammed. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
8/14/1998-supplement #1 sent to FDA.